Manufacturer narrative:
Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been returned.

Event description:
A consumer stated that she allegedly received third degree burns on her lower back while using a heating pad. She indicated that medical attention was sought for her injuries, and was prescribed burn cream for the blisters she received. She stated that the burn led to an infection which required several follow up visits with her doctor. The consumer also stated that she was laying on the heating pad at the time that the injury occurred. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property... This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been received.